Event description:
It was reported that a valid empty cartridge alarm occurred. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) displayed as "high"; although specific value was not provided. An insulin injection was administered to treat the bg. The customer performed a supply change and resumed insulin therapy successfully.